Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms occurred. (B)(4).

Event description:
A customer reported via phone call indicating issues with reoccurring no delivery alarms from their insulin pump. The customer's blood glucose level was 417 mg/dl at the time of the incident. The customer treated their blood glucose with manual injections. The customer returned the device for analysis.